Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products: item #unk, unknown cup, lot #unk; item #unk, unknown stem, lot #unk; item #unk, unknown cage, lot #unk. Amenabar et al. "Promising mid-term results with a cup-cage construct for large acetabular defects and pelvic discontinuity." Clinical orthopaedics and related research. 474:408¿414 this report is number 2 of 2 MDR's filed for the same patient (reference 0001822565-2017-00882).

Event description:
It was reported via journal article two patients had open reductions on their hip arthroplasty for the complication of a dislocation.